Event description:
When the doctor was deploying the filter, he loosened the tuohy and attempted to advance the pusher wire. The wire appeared to buckle inside the housing and he was not able to deploy the filter. Two of these occurred in a row on the same pt. The third deployment was successful.